Event description:
Same case as 6000093-2007-00260 and 6000089-2007-00170. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, chest pain and coronary artery bypass grafting surgery (CABG) occurred. The initial procedure occurred in 2005. The patient presented with chest pain and the physician placed 2 taxus express2 drug eluting stents, a 2.75x32mm and a 3.5x12mm to an unk vessel. No patient injuries or complications were reported. Two days post procedure, the patient experienced chest pain again and received another taxus express2 2.75x12mm drug eluting stent to an unk vessel. No patient injuries or complications were reported. Two days post this procedure, the patient again presented with chest pain and had "open heart surgery with coronary bypass." Additional information was requested, but is not available.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 7517151 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the complaint incident could not determined.